Event description:
It was reported that the device's power cord had exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After further investigation, it was determined that this is an OEM device. Complaint information was sent to the OEM manufacturer ¿joerns¿ along with a request for investigation results on 2023-dec-12. ¿joerns¿ is responsible for all regulatory reporting, trending and investigation of this product per quality agreement.

Event description:
It was reported that the device's power cord had exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.